Event description:
It was reported through clinic notes that a vns patient experienced an increase in seizures due to known reason. Follow-up with the patient's treating nurse revealed the patient's increase in seizures was due to longevity of the device. Moreover, the pre-vns baseline for the increase was not known by the nurse and no medication or programming changes seemed to have pre-vns baseline for the increase was not known by the nurse and no medication or programming changes seemed to have contributed to the increase. A battery life calculation was provided to the treating physician indicating .84 years until eos=yes. Moreover, the patient underwent generator replacement surgery, and it was noted the reason for replacement was due to battery depletion. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis of the generator revealed the end of service condition was not confirmed. Moreover, there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Moreover, the patient's cause for the increase in seizures is not known as well as the relationship to vns as the device was not found to have met the end of service condition.